Event description:
Per fax, no power. Per independent repair center statement unit will not start. The key failure was the power switch had no power. Additional malfunctions were the clamp leaked and the p.m. Kit was dirty.